Event description:
On 1/28/97 pt was undergoing a partial medial meniscectomy and acl reconstruction of the right knee. During the procedure a 20x7 mm bio-absorbable screw broke. A 20x8 mm bio-absorbable screw was tried next, and it broke, after that a different screw was used and worked well. Only a very small fragment of the bio-absorbable screw was left in the depths of the drill hole.